Event description:
During use in the or, the message "connecting" would appear on the screen as the patient monitor rebooted (parameters disappeared). This would happen continously and patient could not be monitored.